Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during a dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak in the line of the homechoice cassette that led to this alarm. Renal therapy services assisted the patient in ending the therapy session and advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.